Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the hand piece appeared to have a break in it somewhere because when he plugged it in, he received no video signal. When he wiggled the cord attached to the hand piece, the image intermittently cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.